Manufacturer narrative:
(B)(4). Device b belongs to a different, not reportable complaint.

Manufacturer narrative:
(B)(4). The account returned two devices, though only one was reported as a complaint. Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was received with the blade cracked but still attached to the instrument. During functional testing on a generator the device gave an error code 5 and the blade broke off. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Device b batch g9ky5p mfg date 8-31-2010, exp date 8-31-2015.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Received information that the 2nd device received on this complaint was for a different complaint

Event description:
It was reported by the affiliate that during an unknown procedure, the active blade was broken. No pieces remained in the patient. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.